Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info.; unable to locate for evaluation. Design-related issues: the design of the tri-drive handle has been in the field since 2009. (B)(4). Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr. The broken instrument reported was likely the result of the dowel pin disassociating from the assembly, which may have allowed the rear connection component to disassemble. However, this cannot be confirmed as the devices were not available for evaluation. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event from the broken instrument. An investigation was conducted: the broken instrument reported was likely the result of the dowel pin disassociating from the assembly, which may have allowed the rear connection component to disassemble. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the cannulated tri-drive driver. The proximal pin of the handle broke during the beginning of reaming. No incident to patient. The device was returned, but not returned to the complaints department, and was unable to be located for engineering analysis. New information received 17 aug 2021: ¿the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and [the agency] didn¿t receive any request for complementary information regarding this issue as well.¿ no additional information has been provided about the event from the contacts.